Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70 serial#: (B)(4) description: artisan surgical lead, 70cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection at the pocket and midline incision site. Symptoms were redness, discharge, and impaired wound healing at the pocket site. It was noted that the infection was not device or procedure related as it was more likely from the bed sores that resulted from the patient being sedentary. The patient underwent an explant procedure and was prescribed antibiotics. No device malfunction was suspected.